Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was opened under the lifevest equipment. Patient described the area as rubbing against sternal wound causing it to open and bleed. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the open wound. Outcome of the irritation is unknown as follow up attempts were unsuccessful.